Manufacturer narrative:
H3, h6:the device was not returned for evaluation and the reported event could not be confirmed. The contribution of the device to the reported event could not be corroborated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to surgical technique used or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
Case: (B)(4).

Event description:
It was reported that during tka, the vis cut guide lgnp kit lt did not fit as expected. The procedure technique had to be changed to convectional manual method, positioning the femur block for about 20mm posterior femoral cut and upsized to an 8. It is unknown if there was any significant surgical delay. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.